Event description:
It was reported that while preparing to use the bd intima-ii¿ closed IV catheter system prn and the clinican noticed the catheter was damaged. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was preparing to give the patient an indwelling needle, she found that the hose at the front end of the indwelling needle was damaged, and immediately replaced the indwelling needle.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2291967. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while preparing to use the bd intima-ii¿ closed IV catheter system prn and the clinican noticed the catheter was damaged. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was preparing to give the patient an indwelling needle, she found that the hose at the front end of the indwelling needle was damaged, and immediately replaced the indwelling needle.